Event description:
This lead was implanted on an (B)(6) 2014 and was explanted on (B)(6) 2016 due to high impedance measurements greater than 200 ohms. The physician was (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).